Manufacturer narrative:
(B)(4). The device box is completely intact, but it looks like something heavy fell on the inner packaging material and tore part of the tyvek in the center. The tyvek is sealed to the blister packaging all the way around though. The account thinks the damage to the tyvek occurred before receiving the device since the box was not damaged. The contact will return the device in packaging material.

Event description:
It was reported that while preparing for an unknown procedure, the device packaging was found to be torn. The outer box was intact and the tyvek sealed around the entire perimeter, however there is a small tear in the middle of the tyvek. Another like device was pulled for the procedure. The device was not used on a patient.

Manufacturer narrative:
(B)(4). Batch # m53l02. The analysis results found that the psee60a device was returned inside its original package. Upon visual inspection, it was observed that the tyvek from the packaging was damaged with one tear that was caused from the outside to the inside and also, scratches were noted on the surface of the tyvek. In addition, upon evaluation it was confirmed that there is no interaction between the package and the device that could have caused the tear. Due to the damages found on the packaging, a possible cause for this condition is due to improper handling during transit or storage. All ees product is 100% inspected prior to release. The information you provided is compiled monitored and reviewed on a routine basis for any associated trends. The batch record was reviewed and no anomalies were noted during the manufacturing process.